Manufacturer narrative:
H3: one pump was returned for analysis in used condition. Visual inspection showed the pump was in good condition. Service history identified the complaint was not related to a previous service of the device within the review period. No issues were found in the event history log. Functional testing found the air detector would not detect fluid in the line. The air detector was replaced to resolve this issue.

Event description:
It was reported that the pump alarms "cannot start pump." The issue was discovered during testing. There was no patient involvement. Device evaluation found a faulty air detector.